Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipack¿ syringe has been found with a defective stopper before use. The following has been provided by the initial reporter: inform that we have a sample of the 10 ml syringe with defective plunger. Additional information: the defect was noticed before the use. There is a defect in the plunger's stopper. There was no damage to the patient/health professional.

Event description:
It has been reported that the bd plastipak¿ syringe has been found with a defective stopper before use. The following has been provided by the initial reporter: inform that we have a sample of the 10 ml syringe with defective plunger . Additional information: the defect was noticed before the use. There is a defect in the plunger's stopper. There was no damage to the patient/health professional.

Manufacturer narrative:
H.6 investigation summary: a DHR was reviewed. The manufacturing date for this batch was june 10th ¿ 11th, 2019. The process inspections were performed, and no records of this incident were found. The current controls to detect the incident are performed by visual inspection each 02 hours at 36 sample at assembly process. The image and sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation.